Manufacturer narrative:
The ICD and the lead complained about were returned for analysis. The ICD underwent a thorough analysis. The analysis showed that the device activated the battery status eos on (B)(6) 2019. The eos activation occurred due a multitude of charge processes, caused by interference signals in the ventricular channel. The ICD proved to be fully functional during an extensive examination. The ICD sensed supplied signals free of interference. The lead was visually inspected. Insulation damage was found about 8 cm proximal of the tip electrode due to fraying. This is with high probability the cause of the reported interference signals, which led to inadequate shock deliveries. The characteristics of the damage pattern indicate that the lead was exposed to high stress in the implanted state. Reasons for an increased stress level are difficult to determine without x-ray images and other information on the patient. However, it cannot be ruled out that an accumulation of various factors contributed to the damage, such as the ingrowth behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially involving the upper body. In addition, it was detected during the mechanical analysis that a mandrel was firmly stuck. It could also be removed against resistance. A new mandrel could be inserted into the lead without problems. Most likely, dried bodily fluid or blood in the lumen of the lead had caused this. The manufacturing process of the ICD and the lead was reviewed. All manufacturing steps had been carried out correctly. The production documents were without anomalies. There were no indications of a material defect or manufacturing error of these devices.

Event description:
Ous MDR - it was reported that approx. 26 months after implantation, the patient received several inappropriate shocks. During explant, it was not possible to fully insert the stylet into the lead.